Event description:
It was reported that cardiac output was measured by bolus mode with a nihon kohden monitor in the catheterization laboratory, but the value was abnormally high. The setting of the monitor was for 10cc and matched with the model number setting. Another catheter was used and the problem was solved.

Event description:
The correct injectate volume was used and the positioning of the catheter tip was correct. The catheter tip was not too far into the pa. The patient did not have vsd and customer could successfully measure cardiac output with the same cable and the same (B)(4) monitor when. When customer changed the catheter, abnormally high ci value (7 to 8) was observed with the same cable and same (B)(4) monitor. Customer commented that this event may not be related to the catheter.

Manufacturer narrative:
Customer report was not confirmed. There was no visible inconsistencies observed on the eeprom data. Thermistor and thermal filament circuitry were continuous. There were no error message observed on vigilance I and ii monitors. Thermistor measured temperature 37.1 c degree in 37.1 c degree water bath. No visible inconsistencies were noted inside both thermistor and thermal filament connectors. Balloon inflated clearly and, concentrically and remained inflated for more than 5 minutes. There was no visible damage to catheter body or to the returned monoject 1.5cc limited volume syringe. The proximal injectate and p.a. Distal lumens were occluded with what appears to be blood. Although the root cause for the reported complaint cannot be determined; there is no evidence of product malfunction or manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution.